Event description:
It was reported that the right atrial lead exhibited noise. The patient was not dependent or symptomatic no changes to programming and will the physician would continue to monitor the patient.